Event description:
The reporter indicated that a 13.7mm tmicl 13.2 implantable collamer lens of -9.50/1.0/099 (sphere/cylinder/axis) broke while handling during surgery on the patient. The lens was not implanted and the doctor had to use an additional lens. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
D4 - corrected to: model# tmcil13.7 in initial MDR. Claim# (B)(4).

Manufacturer narrative:
B1 - corrected to adverse event in initial MDR. B2 - corrected to required intervention to prevent impairment/damage (devices) in initial MDR. H1 - corrected to serious injury in initial MDR. H6 - health effect - impact code: 4627 should be added to the inital MDR. Claim # (B)(4).